Manufacturer narrative:
Additional information populated. Correction: adverse event changed to product problem . Correction: type of reportable event changed from serious injury to malfunction. Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing exhibited signs of damage near the open end. Based on the analysis results, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 24 minutes and 27 seconds and 164,669 joules of use, the physician noted that the fiber had commenced forward firing. The physician reverted to turp to complete the procedure. "No damages to the patient" reported.

Event description:
Additional information provided indicates that a second fiber was used to complete the procedure rather than turp which was initially reported.